Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) dialed into the server to confirm the issue and reviewed all related settings without finding any abnormalities. Tss observed that one patient sample showed an admitted status with a discharged status, while the remaining samples were marked as temporary and still active. The tss was unable to verify server data to determine whether any prior discharge date was sent from admit discharge transfer (adt) with the submission. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients randomly dropped out from the server and became no longer visible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.